Event description:
The customer reported that the system shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
The customer fixed the tissue and cancelled the service call. No additional information was provided.